Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The next day of support, the purge flow decreased while the purge pressure spiked during patient support. The purge cassette was replaced in an attempt to troubleshoot the issue, but the issue remained. The decision was subsequently made to administer tissue plasminogen activator through the purge line to resolve the increase in purge pressure. There was no report of harm to the patient as a result of this event. Further information was received regarding the patient's final outcome. Approximately two days later, the decision was made with the family to withdraw care as the patient's labs/hemodynamics continued to trend in "wrong" direction. The patient expired. Abiomed's medical safety officer reviewed the outcome and noted there is not enough information to associate the use of the device from the patient's outcome.

Manufacturer narrative:
High purge pressure and low purge flows reported on day 2 of support. No product was returned. The data logs confirm high purge pressure and low purge flows. The logs show a gradual build up in purge pressure which resolved about 9 hours after tpa was added to the purge. The root cause of the high purge pressure was most likely biomaterial build up.